Event description:
The customer contacted hotline to report accutni reproducibility issues on their access 2 analyzer. The customer noted that they obtain erratic accutni results even after re-centrifugation of samples. The customer obtained results both within the risk stratification range and above the acute myocardial infarction (ami) cut off on eleven patients' samples on three different days. Three patients' (1, 2, and 3) samples were tested on (B)(6) 2012, three patients (4, 5, and 6) were tested on (B)(6) 2012, and five patients' (7, 8, 9, 10, and 11) samples were tested on (B)(6) 2012. This report documents the results obtained on (B)(6) 2012. The customer obtained elevated accutni results for all 5 patients within the risk stratification range. The samples were retested on their back up classic access instrument, which produced consistently lower results within a different clinical range. The customer only reported the results from the backup instrument; therefore, patient treatment was not impacted by this event. The results obtained on (B)(6) 2012 are addressed under MDR number 2122870-2012-01851 and 2122870-2012-01852, respectively. The samples were collected into lithium heparin tubes with a gel separator. The samples are collected by hospital phlebotomists and inverted 8-10 times immediately after collection. The samples are also aliquoted into a sample cup prior to re-centrifugation. The customer provided three levels of qc data for the accutni assay. Per the data all three levels of the customer's qc have been performing within the laboratory's established ranges for the date range supplied ((B)(6) 2012). On (B)(6) 2012, the customer calibrated the accutni assay and the calibration curve passed as accepted and had satisfactory %cvs of <12.00%.

Manufacturer narrative:
A field service engineer (fse) was on site and discovered that the vacuum pump was making a loud noise. The fse checked the vacuum pressure and noted that the vacuum fails to meet specification in a reasonable amount of time. The fse performed a vacuum pump check and received a "leak in vacuum jar" error. The fse replaced the vacuum pump which was tested and resulted within instrument specifications. A routine system check and precision testing was performed; no issues were noted. A second fse was dispatched and replaced the peri-pump tubing and pipettor tip even though those items were replaced recently during a pm. The fse also recalibrated the accutni assay with fresh calibrators. Although hardware is a likely contributing factor to the event, there is not enough evidence to reasonably conclude that a specific malfunction was the failure mode of the event.